Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and discharged three days later. The cause of peritonitis was unknown. Treatment was not reported. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was recovered from the event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895797. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient experienced recurrent peritonitis on an unknown date. On unreported date, the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the initial peritonitis event. It was reported that the patient had completed therapy with the unspecified antibiotics for the initial peritonitis event prior to development of the recurrent peritonitis. Treatment for the recurrent peritonitis event was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient experienced a recurring peritonitis on an unknown date in (B)(6) 2014. The cause of the peritonitis was unknown. On an unreported date in (B)(6) 2014, the patient was hospitalized for the peritonitis. The patient was treated with unknown antibiotics (dose, route and frequency not reported) for the initial and recurrent peritonitis. On an unreported date in (B)(6) 2014, the patient was discharged from the hospital and was recovering from the peritonitis. On an unreported date pd therapy was discontinued and patient was placed on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.